Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the distal circumflex artery, exhibiting 99% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device could not pass through the lesion and stent deformation occurred. The procedure was completed with a another device. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: a kink was evident on the distal shaft 19cm proximal to the distal tip. The stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 9th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. The device returned with a detachment on the hypotube 9.8cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 4cm proximal to the detachment site. Image review: the images capture a lesion site in the circumflex artery. Pre-dilation is evident with an unidentified balloon. The final image captures the lesion site after pre-dilation. There were no images capturing the delivery, subsequent stent deformation in-vivo or withdrawal of the resolute integrity device. Additional information: the device did not break while in the patient. The detachment occurred when packaging the device for return. If information is provided in the future, a supplemental report will be issued.